Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for insulin pump had a blank display. The patient's blood glucose level was 315 mg/dl at the time of the incident. Customer states cracked around the battery casing and insulin pump dropped and hit the wall. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test and off no power. No blank display was noted. The device inspected and the battery tube connector plugged in properly. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained address label and stained serial number label.